Event description:
It was reported that intermittent cartridge change errors occurred. There was no reported adverse impact to the customer's blood glucose level. Customer declined follow up from tandem technical support. No additional information was provided.